Event description:
On (B)(6) 2021 during surgery a piece of plastic broke off of an instrument and was unable to be retrieved. No patient injury reported.

Manufacturer narrative:
Product was returned for evaluation and the complaint was confirmed. Examination found the distal lumen tip with half the tip fractured off 3mm down and consistent with off angled impact and excessive force. No patient injury was reported. Review of the reported information and device examination suggests that the device experienced physical damage resulting from impact and excessive force and likely the result of technique and anatomical challenges. The fragment was unretrieved so the patient will continue to be monitored for complications. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery..." "...warnings, cautions and precautions: do not implant the instruments: complications to the patient may include, but are not limited to: breakage of the device, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration. Breakage could cause injury to the patient..." "...pre-operative warnings: the instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury. Care should be used during surgical procedures to prevent damage to the devices and injury to the patient..." "...intra-operative warnings: the physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted.